Event description:
A malfunction alarm was reported after the caller removed the cartridge while filling tubing. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the same malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.